Event description:
It was determined by the surgeon, that 3 of the smarttoes implants are broken.

Manufacturer narrative:
Evaluation summary: the reported incident that a intramedullary arthrodesis implant smart toe ii 16mm / 10° angle for pip arthrodesis was alleged of issue s-12 (implant breakage after surgery) could be confirmed since we received x-rays showing a broken smarttoe. Based on the currently available information, the root cause can be attributed to a patient related issue. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity within 6 weeks after surgery. All of these reasons could not be excluded in this case: no information has been provided regarding patient post-operative care. Moreover, patient is 70, which means his/her bone quality could not be optimal (osteoporosis). In addition, a previous statement was provided by our clinical expert, his expertise reads: "the smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination (normally after 4 - 6 weeks). [¿] no information concerning the circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general." When reviewing the x-rays, the alignment between the proxinal and the middle phalanges has moved after the breakage. We can therefore suspect an acute impact injury (e.g. Caused by an unintended hit). Please note that the current op tech reads "postoperative care: smart toe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks)." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was determined by the surgeon, that 3 of the smarttoes implants are broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.